Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The two other perclose proglide devices referenced, are being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement with two proglide devices were achieved in the right common femoral artery (rcfa) using the preclose technique prior to a transluminal aortic valve intervention procedure. The arteriotomy was a 6fr. Reportedly, at the time of closure, a suture break occurred in the rcfa with both proglide devices. A vascular surgeon was needed to suture the artery closed. Reportedly, small hole intervention with a 6fr sheath was done through the left common femoral artery (lcfa). Reportedly, a suture break occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Unused, sterile representative samples were successfully tested and no malfunction was noted.